Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Additionally the alleged unexpected reset issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the pump reset unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.